Event description:
It was reported there was more volume than expected in the pump. The expected residual drug volume was 2 ml while the actual residual drug volume was 6 ml. The patient had no medical or therapy issues. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 491 mcg/day. Additional information has been requested, but was not available on the date of this report.